Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the conquest pta dilatation catheter products that are cleared in the us. The pro code and 510k number for the conquest pta dilatation catheter products is identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4 (expiry date: 12/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to an angioplasty procedure, the balloon protector had allegedly been installed upside down. It was further reported that the balloon protector allegedly failed to remove from the device because of the reverse installation. The procedure was completed using another device. There was no reported patient involvement.

Manufacturer narrative:
The catalog number identified in section d4 has not been cleared in the us but is similar to the conquest pta dilatation catheter products that are cleared in the us. The pro code and 510k number for the conquest pta dilatation catheter products is identified in d2 and g4. Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one conquest pta device was returned for evaluation. The balloon protector was received loaded over the balloon, and was in the correct orientation. However when attempting to remove the balloon protector large force was needed. Therefore the investigation is confirmed for the difficulty to remove the balloon protector. However the investigation is unconfirmed for the incorrect balloon protector as it was determined to be installed in the correct orientation. The definitive root cause for the confirmed balloon protector removal issue and reported balloon protector incorrect orientation could not be determined based upon available information. Labeling review: labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. D4 (expiry date: 12/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to an angioplasty procedure, the balloon protector was allegedly installed upside down. It was further reported that the balloon protector was allegedly difficult to remove from the device because it was installed in reverse condition. The procedure was completed using another device. There was no reported patient involvement.